Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device took an extended time to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device took an extended time to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and shocking at all levels without duplicating the report. Device charge time was evaluated and each charge took 5 or 6 seconds. The r series service manual "charger test" states the charge time for 200j can take between 3-10 seconds. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.